Event description:
Procedure: no info. Reportedly, during the procedure, the outer silicone layer of the balloon delaminated from the inner layer. All fragments of the layer were removed from pt. No pt injury reported.